Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that insulation damage was suspected on the right ventricular (rv) lead. An increase in thresholds and low impedance were observed. It was noted that the physician believes the lead had been subject stress due to the narrow space between the subclavian vein and the clavicle. The lead remains in the patient but is inactivated. A replacement procedure was scheduled. No patient complications have been reported as a result of this event.